Manufacturer narrative:
Upon inspection the boot was damaged and the motor including the tps flex assembly was corroded.

Event description:
It was reported during service at the manufacturer that the remb sag saw continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported during service at the manufacturer that the remb sag saw continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.